Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with dizziness. Transmission showed a heart rate of 35bpm with no capture on the atrial and ventricular channels. Upon interrogation low impedance was noted on both channels. The pacemaker was replaced. At the surgery, the leads were tested several times with the psa and pacing alligator clip cables. All measurements were normal. The leads were connected to the new pacer and everything was normal. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and low impedance were confirmed. As received, the device voltage level was very low. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found below end-of-service level. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.